Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The functional testing could not be performed due to the motor anomaly. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm and a motor position encoder error alarm. Customer's blood glucose was 79 mg/dl. Customer also reported to have had low blood glucose of 36 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.